Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. It was reported that the patient passed away in the hospital, however the presence of witnesses was not reported. An arrhythmia was detected at 10:06:28 am. The patient's ECG shows that the rhythm was sinus bradycardia at 35 bpm transitioning to ventricular tachycardia (vt) from 150 to 130 bpm. The response buttons were pressed during this detection. The detection stopped at 10:06:56 am. The response button usage and the rate dropping below the treatment threshold of 150 bpm prevented the lifevest from delivering a treatment. It is unknown who was pressing the response buttons. At 10:07:40 am, a manual recording was taken. The patient's ECG shows vt at 120 bpm with response button usage. The response button usage and the rate dropping below the treatment threshold of 150 bpm prevented the lifevest from delivering a treatment. The lifevest was shut down at 10:07:53 am on (B)(6) 2019. The patient's equipment was returned and was found to be fully functional. There is no indication of any device malfunction causing or contributing to the patient's death.